Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to issue medication. The customer attempted to reboot the station, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication and the system was powered off. A technical support specialist (tss) received a call reporting that medication could not be issued and that the system did not power back on after a restart. The tss remotely accessed the system and guided the client to use the power button located on the top of the machine, after which the system powered on successfully. An attempt to add medication to the patient profile then failed due to a high-alert override restriction. The tss determined that emergency permission was required and advised that user permissions needed to be updated or that the medication should be added to the patient profile with the appropriate authorization to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.